Event description:
This lead was capped and replaced because, it had dislodged. The physician thought that there was too much tissue on the lead tip to reposition. There were no adverse events reported for this pt. Should add'l info rec'd, this file will be updated.